Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the unit was skipping was the graft was harvested, graft was not good. It was unknown if there was patient impact or surgical delay. Due diligence is complete; there is no additional information available.